Event description:
It was reported that when the amplitude was changed for one position, it changed the amplitude for all positions. It was reviewed that the patient had to stay in position for 3 minutes before making a change. It was reviewed that if the position change was made in that 3 minute window and patient stayed in the new position, the new position will have the amplitude change. It was suggested that the device be interrogated to look at parameter trend data to compare amplitude for all settings. This occurred within the week prior to the report. It was further reported that the voltage was not changing when the patient changed positions. The following was documented: patient upright was 3.35v. The patient lay down and voltage was 3.35. This was adjusted to 3.15 after 4 minutes; then had the patient lay left. The patient synced and 3.15v was showing on laying left. The patient adjusted to 3.5v. A timer was set for 4 minutes. The patient changed to their right side, and the voltage was at 3.5v and the patient liked it. The patient walked for a few minutes, then adjusted to 4.2v and kept walking for 4 minutes. The patient then sat back down and waited a few minutes, checked and the voltage stayed at 4.2v. Had patient lay down and voltage again was 4.2v. The voltage was not locked in. It was advised that the patient switch to the clinician default settings. It was further reported that further troubleshooting was done. The stimulator only recognized positions appropriately, but not voltages. Upon interrogation, within group c, every position other than lying right was greyed out in the program tab. All positions had been selected at the last programming session. All other positions were checked and voltages were programmed for all positions. After this programming change was made, the patient programmer was able to make a change that the stimulator successfully learned. A stimulator malfunction was a possibility as the device had worked normally in the past. The device had not been interrogated by a different clinician programmer, so no accidental changes were done. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
The company representative reported on (B)(6) 2014 that he was not sure of the root cause. The device was reprogrammed with 3 groups and everything worked as it should. On (B)(6) 2014, the patient stated ¿it was working great so far¿.